Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 478 mg/dl at the time of hospitalization and other 378 mg/dl, 208 mg/dl, 576 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump and intravenous fluid. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.